Event description:
Device 1 of 2. Reference MFR. Report #1627487-2015-06203. Additional information received identified surgical intervention took place on (B)(6) 2015 at which time the patient's leads were explanted and replaced. Effective stimulation was reportedly restored postoperative.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR. Report #1627487-2015-06203. It was reported the patient's lead placed on the right side stopped working and as a result he is now experiencing ineffective stimulation. An sjm representative met with the patient and ran system diagnostics which revealed invalid and high impedance readings on all contacts for the right lead. Surgical intervention is planned for a later date to address the issue.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR. Report #1627487-2015-06203.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.